Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date not available. Premarket identification k011028 and k013227.

Event description:
The doctor reports that the implants located in positions #44, #45, #46 and #47 had to be removed because of bone loss caused by the fractured of the lingual table. The doctor reports implant pain, inflammation, edema and osteolysis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,mcol mg,3.7mm,11.5mml (tsvmb11), one (1) imp,tsv,4.1mm,sbm,10 (tsv4b10), one (1) (tsvm4b11), and one (1) imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) were returned for investigation. Visual evaluation of the as returned implants identified no damage or signs of malfunction that would contribute to the events. However, there were reports of implant pain, inflammation, edema, and osteolysis. Additionally, similar complaints for bone loss related problems have been previously investigated. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were poor oral hygiene and high bone density (type I). The reported devices were in tooth locations #44, #45, #46 and #47 (universal) and were used for 27 days. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: bone fracture and bone loss. Therefore, based on the available information, device malfunction did not occur, and the reported events are unverifiable. Bone loss has a summary investigation attached.

Event description:
No further event information is available at the time of this report.